Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 14-dec-2016 it was reported that following a pump replacement procedure several years ago, the patient got an infection, so the pump and catheter were explanted. The reporter did not know what happened to the devices after they were explanted. The event date was unknown by the reporter; it was unknown if any diagnostics and/or troubleshooting was performed related to the event; the reporter did not want to share any more information regarding the event; and did not want to be further contacted regarding the event. It was noted that the patient¿s implanting/managing physician no longer had an office in the area and his whereabouts were unknown. The issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.